Event description:
During an in clinic follow up, the device was unable to be interrogated and there was no magnet response. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.